Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, sparking was observed near the local area when firing monopolar energy on a monopolar curved scissor instrument. An intuitive surgical, inc. (Isi) technical support engineer (tse) advised lowering the electrosurgical generator output, replace the instrument and to adjust the grounding pad position to resolve the issue. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The reported event was addressed with phone support. An intuitive surgical, inc. (Isi) technical support engineer (tse) advised lowering the electrosurgical generator output, replace the instrument and to adjust the grounding pad position to resolve the issue. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. As of the date of this report, the monopolar curved scissors instrument has not yet been received by isi for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined. The probable root cause cannot be determined based on the information provided and phone support details. Customer was provided troubleshooting steps to resolve the issue. The phone support details did not reveal any issues related to the customer reported event.